Manufacturer narrative:
Immucor technical support used a remote electronic connection method on (B)(4) 2017 to assess the instrument test well image in question, which appeared visually positive. The immucor technical communication (B)(4) is being used by the lab to visually confirm all negative assay events reported by the echo instrument.

Event description:
On (B)(6) 2017, a customer site reported to immucor technical support an unexpected negative antibody identification when tested on a galileo echo instrument on (B)(6) 2017.